Manufacturer narrative:
1038671-2024-01469 d10: (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14. (B)(6) 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6) 180-02-54 - nv cwn cup mlt hl 54mm group 2. (B)(6) 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups. (B)(6) 164-02-09 - element-stem, collarless w/ha, high offset, sz 9. The product associated with the reported event is within the scope of recall [z-1729-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01469. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 131 months after a right total hip replacement procedure, the patient underwent a revision procedure to address loosening, and pain. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.